Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed, a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that the physician found the mega iab 50 box damaged. The product was not used. There was no injury to the patient.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded. No blood or damage was visible on the catheter. The user carton was not returned for evaluation. A visual examination of the iab was performed and no abnormalities were found. However we were unable to completely investigate for the reported problem due to the reported ¿damaged box¿ not returned. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported that the physician found the mega iab 50 box damaged. The product was not used. There was no injury to the patient.